Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that after the second run of trellis was completed and aspiration had started, the patient became tachycardic, dyspneic, and nauseated. His baseline vitals were: hr (B)(6)'s, o2 sats on 2l/nc were 100%, and bp was approximately 115/60. During the aspiration, the patient's o2 sats dropped to approximately 86% and higher oxygen requirements were needed, up to 6l/nc with this o2 sats returned to 99%, hr was elevated to as high as 100 and bp was at one point 190/70. Zofran was given with some relief of nausea. Nursing staff also noted that the patient began shaking. The 25 mg of demerol was given. Eventually all vital signs had returned to baseline and patient was no longer reporting nausea or discomfort. During this episode, the patient remained alert and oriented to person, place, and time and had no motor deficiencies. It should be noted that the patient had an ivc filter placed through the right jugular access prior to the trellis procedure.